Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000 ml eva tpn bag was leaking from the weld. This was discovered by the patient prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation with approximately 2000ml total parenteral nutrition solution in the bag. A significant amount of solution was found to have leaked into the shipping bag. The device was emptied for visual inspection. Visual inspection did not reveal any obvious issues with the bag. Functional leak testing was performed by re-filling the bag with water, and manually squeezing the bag. A large leak was noted from the bottom left corner on the back side of the bag. The leak location and manual add port were viewed under magnification. The manual add port had been used, evident by a cannula insertion point. The leak location was found to be a puncture with no corresponding puncture mark on the front of the bag, indicating that the damage had occurred after the bag was filled. The reported condition was verified. The cause of the condition was determined to be damage to the bag after filling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.